Event description:
The physician was attempting to use an endeavor resolute drug eluting stent to treat a lesion in the lad. The device was inspected and prepped prior to use with no issues noted. The lesion exhibited 85% stenosis, moderate tortuosity and moderate calcification. The lesion was not predilated. It is reported that during the procedure the stent could not pass through the lesion and was deformed. No clinical sequelae reported. The physician believed that the event was due to use of the device in difficult lesion morphology/anatomy and not device related. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Results: operational problem (the physician believed that the event was due to use of the device in difficult lesion morphology/anatomy and not device related) no results available since no evaluation was performed evaluation codes conclusion: failure to follow instructions (the instructions for use advises to pre-dilate the lesion ) known inherent risk of a procedure (stent deformation) 50 device failure/lack of effectiveness related to patient condition (85% stenosis moderate tortuosity and moderate calcification) conclusion not yet available (evaluation in progress)(B)(4).

Manufacturer narrative:
Evaluation results: deformation problem component.

Event description:
Evaluation summary: the distal tip was damaged. The 15th distal segment was deformed with a number of struts raised.